Manufacturer narrative:
Device evaluation: the device was evaluated by a baxter technician. The reported condition of "reservoir ruptured" was confirmed through visual examination. The issue is currently being investigated under CAPA-(B) (4). (B) (4)

Event description:
It was reported to baxter (B) (4) that a reservoir of a two day infusor had ruptured during patient use at the patient home. The device was filled with folfox 5-fu chemotherapy medication and saline. The patient was resting while the device was infusing when the rupture occurred. The drug then began to leak from the cap. There was no report of patient injury or medical intervention.